Manufacturer narrative:
The recipient reportedly experienced purulent material and bio film around the implant bed. The recipient reportedly experienced a cholesteatoma matrix in the middle ear and mastoid cavity. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of gathering further information; once more information is obtained a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, h.6, a.1, a.2, a.3, d.1, d.4, d.6a, h.4 & h.10. Correction information: section b.3, d.6b, h.6, a.1, a.2, a.3, d.1, d.4, d.6a, h.4 & h.10. The recipient's device was explanted. The recipient experienced reoccurring skin flap infection. The recipient presented with pus & swelling near headpiece site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection and the photographic imaging inspection. System lock could not be obtained at any spacing. This is not related to the return reason. An electrical test could not be performed due to the system lock. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained. This is not related to the return reason. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The recipient has healed. The recipient will be re-implanted at a later time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.